Event description:
It was reported that during an unspecified biliary stenting procedure, removal difficulties and a detachment occurred. The lesions were located in the right and left hepatic duct. An unspecified stent was advanced, however, following deployment, the radiopaque (ro) marker became caught in the distal end of another MFR's endoscope. The physician applied force, however, the delivery system was unable to be removed. The flexima biliary 8.5 fr/10cm stent delivery system (sds) was advanced, however, at an unspecified time the ro marker detached and remained on an unspecified guide wire. It was not known if the stent has been deployed. Upon advancing a third, unspecified, 7fr/10cm sds to the lesion, the sds pushed the ro marker off the guide wire where it migrated to the common bile duct (cbd). The 7fr/10cm stent was successfully deployed in the cbd to trap the ro marker against the wall of the cbd between the distal end of the first stent and proximal end of this stent. No further intervention was performed. The patient's status is reported as "good".

Manufacturer narrative:
Lot number 11213893 and 11362315 were identified by the user facility as potential batch numbers of the device, however, the correct one was unable to be confirmed.